Event description:
It was reported the spinal cord stimulator (scs) system comprising the implantable pulse generator (ipg), lead, extension and plug was explanted due to erosion of the lead. The scs functioned at the time of the explant. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.